Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient wanted the stimulation more on one side. No device malfunction was suspected. The patient underwent a revision procedure wherein the lead was replaced and adjusted more to the right. The explanted lead will not be returned per hospital policy and the patient was doing well postoperatively.